Event description:
It was reported articular surface prosthesis is not mating with tibial plate. Another device was used to complete the surgery. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). G2: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g4, g7, h1, h2, h3, h6, h9, h11 complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the distal locking features appears to be nicked gouged compressed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.